Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-00212. It was reported during a recent (thoracic) ipg replacement (B)(6) 2017 (ref MFR report#1627487-2017-07402), the physician was unable to connect the patient's existing leads into the new ipg header due to extensive scar tissue in the pocket and around the lead tails. As a result, the leads were explanted and replaced with new ones the same day. The new leads were attached to the new ipg and the issue resolved.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-00212. Follow-up identified the entire thoracic system was explanted and replaced during the previous (B)(6) 2017 procedure.